Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the sfa of the right leg. Device was successful. It was reported 9 months post index procedure, the patient experienced restenosis of the target lesion and received pta 13 days later using a medtronic device. The investigator reported that the event was possibly related to the study device but not related to the paclitaxel drug nor the study procedure. It was reported that issue was resolved on the same day.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).

Manufacturer narrative:
Previously reported stenosis occurred in both the r sfa and common femoral artery not just one as previously reported. The cec have adjudicated that the previously reported target lesion revascularization was related to the study device and not related to the study procedure. It was also adjudicated that the target vessel revascularization was not related to the study device or procedure.

Manufacturer narrative:
Investigator has indicated that the previously reported r sfa stenosis was possibly related to the study device.

Manufacturer narrative:
The previously reported stenosis occurred in the common femoral artery (non-target lesion) and not the right sfa as previously reported. Endovascular therapy for both common femoral arteries was carried out. The investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Additional info received: patient is a non smoker and also has a history of coronary artery disease. During the previously reported revascularization the patient was treated with a non mdt device. Investigator assessed that the event was not related to the study device.